Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/54 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. The date of death is not available at the time of this report as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: the use of enoxaparin as bridge to therapeutic inr after lvad implantation. Journal of cardiothoracic surgery. 2020. 15:329. Doi: 10.1186/s13019-020-01373-y d4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding anticoagulation therapy post left ventricular assist device (vad) implant. The authors described patient deaths during the index hospitalization period; however, the causes of death were unknown. There were patients who experienced bleeding events and cerebrovascular accidents (cvas) during index admission and in the follow up period. Cvas were both ischemic and hemorrhagic. Bleeding events were defined as any overt bleeding or acute drop in hemoglobin without an identifiable source which required a transfusion of at least one unit of packed red blood cells within a 24-hour period or which required hospitalization forinpatient monitoring, and consisted of thoracic, retroperitoneal, gastrointestinal, and any bleeding of unknown source. The status of the vads is unknown. No additional adverse patient effects were reported.